Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Disposition unknown.

Event description:
Patient underwent revision of right thumb cmc advanta arthroplasty after describing injury related to trauma.

Manufacturer narrative:
The reported event that cmc, trapezium size 20 was alleged of 'additional/revision procedure' could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. Based on investigation, the root cause was attributed to be patient related. The failure was caused by trauma. It was reported this revision surgery was set up due to an injury related to trauma. The implant has been designed to withstand kinematic forces that represent normal daily activity. There are instances where the removal of a device is required because of excessive physical activity and/or abuse by the patient caused permanent functional damage to the device. The product insert and surgical technique describe the limitations of this device as it pertains to normal physical activity. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
Patient underwent revision of right thumb cmc advanta arthroplasty after describing injury related to trauma.